Event description:
The customer alleged that the audio alarm was nonfunctional. The customer support engineer (cse) inspected the device and noted liquid had been spilled onto the front panel. The cse replaced the front panel display and audio alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the audio alarm malfunctioned, and no malfunction may have occurred. This report in not an admission by MFR that this device caused or contributed to the event alleged in this report.